Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient ¿s spouse called the lvad clinician to report that the patient had collapsed, but the spouse was there and was able to catch him, so the patient did not fall. There were no alarms from the lvad system reported. The spouse called the lvad clinician later and updated the team confirming that the patient had experienced a neuro dysfunction, hemorrhagic stroke brain bleed and was transferred to the local lvad hospital. Anticoagulants at the time of event: aspirin and warfarin. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.